Event description:
The hosp reported three pts had pseudomona infections. All procedures were completed with the same device. Of the three pts, only one pt was hospitalized. All three pts were treated and have fully recovered.